Event description:
An 83 yr old male in asystolic cardiac arrest brought by ems with airway maintained and ventilated by bag/valve/mask. Emergency dept physician attempted orotracheal intubation using a 7-5 endotracheal tube with stylet and following testing of cuff with inflation with air. Pt was intubated but endotracheal tube was immediately noted to be in esophagus. The endotracheal tube was removed and noted to have a small linear tear of cuff along longitudinal axis. The second attempt at intubation with a new tube and following cuff test (with air) also went into esophagus and respiratory therapist noted immediately that external balloon had deflated and when tube was removed the cuff was noted to be collapsed. No comment on whether there was a tear in cuff. The third attempt at intubation with a new, tested tube was successful but on ventilation an air leak was noted. Following ending of "code" and decline of case by rptr the endotracheal tube was removed, inspected, and noted to have small "pin hole" tear in cuff. All remaining new endotracheal tubes in the code cart were visually inspected and appeared intact within packaging, tubes were replaced. Re: failed endotracheal tube.